Event description:
Caller reported recurring cgm error 42, which occurred three or more times on the existing pump within the last 24 hours. There was no reported adverse impact to the customer's blood glucose level. Despite the error, the customer opted to continue using the current pump, performing a reset to reconnect the cgm to the pump temporarily. To resolve the issue, cts planned to replace the pump and confirmed the shipping details for the replacement. Cts provided instructions for placing the pump in storage mode before its return, and the caller acknowledged and agreed to return the problematic pump within 10 days using a pre-paid label.